Event description:
Boston scientific received information that this right ventricular lead had fractured. A lead revision procedure was performed where the lead was explanted. The lead is to be returned. There were no adverse patient effects reported.

Manufacturer narrative:
The lead has not been returned as of today. Should additional information become available, this report will be updated.